Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available